Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that oxygen leaked on the exhalation side of the device. This occurred during priming at the facility, and there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device's positive end-expiratory pressure (peep) volume knob cap was broken. Additionally, when the supply gas was added to the main unit, the sound of gas leaking was heard from the patient circuit outlet. The cause of the customer reported problem was a leak from the demand valve. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the demand valve and peep volume knob cap, and the device passed all functional tests and performed as intended after repair.